Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut off, while in use on a patient. No patient harm or adverse event was reported. It was later reported (via medwatch uf/importer report# (B)(4)) that the iabp stopped cycling and the screen went blank. The iabp was operating on a/c power. The pump was exchanged out and manufacturer contacted for emergency service. It was reported by the perfusionist the pump also had a similar failure three month ago this year and was reported to the manufacturer. The biomedical turned the pump on battery power and observed a full battery post completion. The pump was sequestered for manufacturer analysis. No adverse patient outcome was reported. This report is for the 2nd iabp used during this event.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut off, while in use on a patient. No patient harm or adverse event was reported. It was later reported (via medwatch uf/importer report# (B)(4)) that the iabp stopped cycling and the screen went blank. The iabp was operating on a/c power. The pump was exchanged out and manufacturer contacted for emergency service. It was reported by the perfusionist the pump also had a similar failure three month ago this year and was reported to the manufacturer. The biomedical turned the pump on battery power and observed a full battery post completion. The pump was sequestered for manufacturer analysis. No adverse patient outcome was reported. This report is for the 2nd iabp used during this event.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the connector from the monitor to the base unit had come loose. After reattaching the cable, the fse performed a preventative maintenance (pm) and installed the 5000 hour pm kit. The iabp unit was tested and worked according to specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut off, while in use on a patient. It was later reported (via medwatch) the iabp abruptly shutdown completely and the display screen went blank. During the event, the iabp was operating on ac power with no battery power operation was indicated. The user immediately rebooted the iabp to normal operation and exchanged the unit with an additional back up unit. The initial iabp was sent to the perfusionist office and the manufacturer was contacted for emergency service. After the event, the biomedical turned the iabp on battery power and observed full battery, post completion.